Event description:
It was reported that the device would not hold pressure. No patient injury was reported.

Manufacturer narrative:
As product was not returned and no test strip lot was reported, a DHR of the meter was requested. The device history report for meter (B) (4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's husband reported their freestyle flash meter was not working right out of the box and caused customer to experience symptoms of paralysis. Paramedics were called and checked customer's blood glucose. Actual results obtained were not provided. Customer was then transported to a health care facility where customer was diagnosed with severe hypoglycemia and treated with unknown medication. Customer's husband also reported customer was taking unknown prescription medications to counteract her symptoms. There was no report of death or mistreatment associated with this event.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(4) 2010. As per the arrangements discussed with the office of (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4)-2011 letter addressed to (B)(4).